Event description:
The customer reported the c-arm made a load pop and would not produce pictures. This rendered the system unusable. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.